Event description:
It was reported that the user experienced a signal loss between the dexcom g7 sensor and the ilet, after which blood glucose rose to 358 mg/dl; the user announced breakfast, later made an additional meal announcement without eating, and subsequently reported values trending down before eating lunch and announcing it, with ongoing elevated readings while recovery progressed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem, with device components implicated in the electrical and magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.